Event description:
Device report from china reports an event as follows: it was reported that during a procedure on (B)(6) 2023, a screw broke. This occurred when inserting the screw. It could not be unscrewed from the peek implant, and another screw was used in adjacent positions to complete the surgery. Procedure was completed with no delay. There were no adverse consequences to the patient. This report is for a ti low profile neuro screw self-drilling 4mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: lot provided is not a valid lot number for this device, therefore, the device history record (DHR) could not be completed. If device is returned or lot number can be confirmed, the DHR will be revisited. The photo(s) was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the photo(s). Visual analysis of the photo revealed that cranial-scr plusdrive ã¸1.6 self-drill l4 was observed broken at one section of the head, fragment was observed in the evidence provided. Assembling issues are most likely due to this condition. No other issues were identified. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for cranial-scr plusdrive ã¸1.6 self-drill l4. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.